Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi (B)(4); however, abbott vascular distributes the device and is responsible for MDR reporting. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi (B)(4): inspection of returned prowater guide wire revealed slight rounded curvature at its distal approximately 10 mm. No other deformation was observed. The guide wire outer diameter was inspected and met the specification of the product. No notable irregularity was observed with the returned guide wire. The cause of the resistance felt with the catheter could not be identified with the guide wire. The guide wire in question is inferred to be free from defect. A review of the lot history revealed no anomaly relating to the reported event.

Event description:
It was reported that during an un-specified procedure, a trek balloon was advanced over the prowater guide wire; however, the guide wire felt sticky during advancement of the balloon catheter. Resistance was noted during removal of the trek, also. A new guide wire was used successfully with the same trek balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.